Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and spin al pain. It was reported that the patient think they have been charging their ins too frequently. The patient stated they used to charge up to every 10 days but it has progressively declined to every 3 or 4 days. The patient stated the ins is not holding a charge as long. The patient had not recently made any changes to programs or settings. The patient stated they charge their ins to 100% full. The patient was redirected to their healthcare professional (hcp) to discuss programming/troubleshooting. The patient stated this started in the last six months. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.